Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with episodes of ventricular tachycardia and ventricular fibrillation. The clinician discovered that merlin.net alerts of the episodes were not received from the implantable cardioverter defibrillator. The clinician was only able to view the transmission manually at a later date. It was determined that the diagnostics episodes were missing from the device. It was recommended that the clinic continue to regularly monitor the patient. The patient was not reported to be affected by the diagnostics anomaly.